Event description:
The complainant reported that the aortic valve regurgitation had discontinued. The transesophageal echocardiogram (tee) at the time of discontinuation confirmed mild-moderate aortic regurgitation but no hemodynamic problems were noted and no multiple chemical sensitivity (mcs) was performed. Aortic regurgitation (ar) was confirmed via jet from the renal cell carcinoma (rcc). Timing of ar onset was unknown and thrombus attachment to the valve cusp also unknown. There was no patient complication.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.